Event description:
It was reported that the system was removed due to infection. The patient complained of pain and swelling at the incision site.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Boston scientific received information that at a routine follow up this implantable cardioverter defibrillator (ICD) had triggered end of life (eol). The physician alleged that the device had never triggered elective replacement indicator (eri). This device has been implanted for four years. The physician alleged that this device had depleted prematurely. A device replacement has been scheduled. No adverse patient effects were reported.